Event description:
Boston scientific crm received info that during the implant procedure this cardiac resynchronization therapy defibrillator (crt-d) displayed out of range pace impedance >2000 ohms. The physician had to connect and reconnect the competitive right ventricular pacing lead before he could get an impedance value less than 2000 ohms. The rep stated that they had the wrench perpendicular to the header when tightening down the setscrew. The physician tightened down the setscrew and tugged on the lead and the lead was secured. The physician disconnected the lead and checked impedance with the pacing system analyzer and it was 700 ohms. After connecting and reconnecting this lead to the device three times, impedance measurement was in range. No adverse pt effects were reported.

Manufacturer narrative:
All available info indicates that the device remains in service. There is no additional info available. If additional info becomes available the pi will be updated.